Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the "pump not primed alarm" did not work. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) installed an ice sensor kit and replaced the pressure switch. With the sensor kit and switch replaced, preventative maintenance completed, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.